Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 2.4, 4.8. No pt specific information provided. No technique information provided regarding these test results. The caller did not know time between testing or the exact date of the testing.

Manufacturer narrative:
Investigation pending.